Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00839, 0002648920-2020-00165, 3007963827-2020-00073. Event date - unknown date in (B)(6) 2020. Concomitant medical devices: therapy date - unknown date in (B)(6) 2020. Concomitant medical devices: all poly patella standard size 32 mm diameter 8.5 mm thickness cemented catalog#: 00597206532 lot#: 63386486, femoral component precoat size e left catalog#: 00575001501 lot#: 63359667, articular surface regular constraint size yellow/c-h 10 mm height catalog#: 90597003010 lot#: 63205998. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, approximately two years later, the patient underwent manipulation under anesthesia. The patient continued to experience ongoing intermittent pain, stiffness, and feeling her knee "lock-up". A revision occurred approximately four years post implantation, for an unknown reason.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.